Event description:
The customer's father stated that the insulin pump got wet and stopped working. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.